Event description:
The report received from the study indicated that this pt enrolled and underwent cypher stenting of the mid to distal rca utilizing 2 overlapping cypher stents as well as successful stenting of the mid lad. At the time, the pt was noted to have severe ostial left circumflex disease for which a staged procedure was planned. The pt returned six weeks later and underwent stenting of the 1st om with 2 cypher stents. The procedure was complicated by dissection and transient closure of the proximal circumflex. Multiple attempts to deliver a drug-eluting stent around the bend to the circumflex were unsuccessful and the bare metal liberte stents were used instead. The pt received a total of two overlapping liberte stents to the ostial and proximal circumflex, utilizing the left main backstop approach. During the procedure, the pt began to experience substernal chest discomfort and became slightly hypotensive. The pt was started on reopro during the procedure which was continued overnight. The following morning, the pt's mb fraction was elevated at 13.3, but the ck total was within normal limits at 188 and the pt was discharged home in stable condition.

Manufacturer narrative:
Please note that the catalog and lot number of the device are not available. Additional details regarding the procedure are also not available. The report received from the scripps study indicated that during a pci, a vessel dissection and closure occurred after the implantation of two cypher stents. This pt underwent cypher stenting of the mid to distal rca utilizing 2 overlapping cypher stents as well as successful stenting of the mid lad during the index procedure. At that time, the pt was noted to have severe ostial left circumflex disease for which a staged procedure was planned. The pt returned six weeks later and underwent stenting of the 1st om with 2 cypher stents. The procedure was complicated by dissection and transient closure of the proximal circumflex. Multiple attempts to deliver an unk drug-eluting stent around the bend in the circumflex were unsuccessful and non-cordis stents were used instead. The pt received a total of two overlapping stents to the ostial and proximal circumflex, utilizing the left main backstop approach. During the procedure, the pt began to experience substernal chest discomfort and became slightly hypotensive. Intra-procedural medications included reopro which was continued overnight. The following morning, the pt's mb fraction was elevated at 13.3, but the ck total was within normal limits at 188 and the pt was discharged home in stable condition. The products remain implanted in the pt and are thus not available for eval. A review of the manufacturing records could not be conducted without a lot number. Vessel dissection, vessel closure, chest pain and hypotension are known potential adverse events during pci. Hypotension is also a side effect of reopro administration. In the precautions section of the IFU it indicates that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion and may cause acute closure of the vessel requiring additional intervention, i.e. Placement of additional stents. This is an inherent risk of the procedure. The chest pain and elevated enzymes experienced by the pt post procedure are likely to be related to the dissection. Based on the info available, there are possible vessel characteristics and procedural factors that may have contributed to these events. This is one of two devices associated with the reported event that were submitted under the following manufacturing number 3003742446-2009-00170.